Event description:
It was reported that during a cryo ablation procedure, there was an st change on the electrocardiogram (ECG) and the patient had a ventricular tachycardia/ventricular fibrillation episode. The patient was shocked with an external defibrillator and returned to normal sinus rhythm. The case was completed with cryo. No further patient complications have been reported as a result of this event.